Event description:
It was reported to covidien on (B)(4) 2012, that a customer had an issue with a vistec sponge. The customer reported that the thread fell apart when in use during a partial mastectomy procedure. The thread was removed before closing the wound.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway upon completion the results will be forwarded.